Event description:
Physician reports one standard bore t-connector extension set in which a leak of fresh frozen plasma was detected after accessing port with a 3cc syringe with cannula. Patient did not receive the full unit of plasma. Physician was exposed to plasma and blood on ungloved hand. Physician also reports that when access to the injection port was made "the flap" was pushed down and didn't return to original position when the needle was removed. Physician reported no injury occurred.